Event description:
It was reported that a patient was having symptoms of fluttering/palpitations when the patient's arms were raised and was concerned about the device. The device is still in use. No futher patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.